Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is partially fractured distal at the uv glue zone; the glass cap distal part is detached and not returned; the heat shrink tubing open end wall integrity is compromised, and exhibits minor scratch marks, and partially erased blue arrow indicator. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 19:19 minutes, 57,376 joules while using a surgical fiber during a prostate procedure, the fiber was broken at the extremity / tip. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.